Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the blackout of the image was during angulation and insertion tube was squashed. From the findings and the investigation result mentioned hereinafter, we presume that the internal charge-coupled device -cable was damaged by stress on the insertion section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. The screen black out during angulation was due to defective charge coupled device (ccd) unit. The protector of the video cable was worn out due to leakage. The switches were worn out. The insertion tube had indentation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited leakage at the bending section cover. The issue was found after a bronchoscopy procedure. The procedure was completed with the same device. The device was returned and an evaluation revealed screen blackout during angulation. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.